Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 at 8:00 am she activated a new pod and by 10:00 pm her blood glucose reached 341 mg/dl so she gave herself a correctional bolus of insulin (exact dosage was not provided). The next morning at 6:00 am her bg measured at 417 mg/dl with +++ketones. Upon removal she noticed the cannula was bent.